Manufacturer narrative:
A steris service technician inspected the sterilizer, ran several cycles and found the unit to be operating properly. All cycle print-outs evidenced passing results. The technician could not duplicate the reported event. No further issues have been reported with the sterilizer. The equipment operator manual states (pp 1-2): "warning - burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The user facility reported the sterilizer had been turned off for several hours prior to the alleged incident. The operator ran a gravity cycle instead of the recommended dart test cycle, which includes dry time to reduce the amount of steam exhausted when the unit is warming up after being shut down. The steris service technician reviewed the recommended test cycles with a (B)(6). Additionally, a steris account manager conducted an in-service training on (B)(6), 2010 regarding the proper use and operation of the sterilizer.

Event description:
The user facility reported that upon completion of a cycle steam exited through the unit when the door was opened and the operator was pushed back by the steam and fell. He went to the facility emergency room where his eyes were dilated for examination. The user facility reports the operator was not injured and did not miss any time from work.